Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra- aortic balloon pump (iabp) external signal cable could not be plugged in. There was no patient involvement.

Manufacturer narrative:
Event site postal code- (B)(6). It was reported that before use, the cover on the back of the cs100 intra-aortic balloon pump (iabp) was fuzzy. A getinge field service engineer (fse) was dispatched to investigate the issue. After checking for the damage, the fse found that the back cover had slipped, causing the monitor input cable not to be able to be plugged in fully. So, in order to fix the issue, the fse adjusted the back cover and tested the cable connection at the monitor input. All functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a.